Manufacturer narrative:
Product complaint # (B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: j matern fetal neonatal med, 2014; 27(16): 1637¿1642.

Event description:
Title: preliminary evaluation of novel skin closure of pfannenstiel incisions using cold helium plasma and chitosan films. This prospective, single center, non-randomized trial aimed to evaluate the safety and performance of bioweld 1 system as two distinct endpoints for the surgical pfannenstiel incision in patients scheduled for elective cesarean section. Between nov2012 and jan2013, 20 healthy women underwent caesarian section, ages between 20 and 40 years (27.9 years), were included. In the surgical procedure, the transverse lower segment uterine incision was closed with two layers of continuous 0 vicryl sutures, fascia was closed with 0 pds ii sutures, subcutaneous layer was closed with a 00/000 polyglactin suture, and skin approximation was performed with the bioweld1 system. One patient developed endometritis and infiltration from the deep layers to the cutaneous layer with wound dehiscence and purulent discharge originated from the infection in the deep layers of the incision. This patient had significant elevated white blood cell and neutrophil levels and decreased hemoglobin levels which were all related to the event. Wound dehiscence was due to severe endometritis involving all abdominal wall layers. Additional antibiotics were administered as part of the treatment.